Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complaint received from a nurse reporting that "during a vancomycin enema [dose and indication unknown], the irrigation port tube leaked. The device was removed and replaced." Reporter stated that the devices were used for two-three (2-3) days and that "no untoward effect was experienced by the patient as a result of this issue." No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the MFR report# submitted on follow-up report# 01 as 0149092-2016-00340 in error to MFR report# 1049092-2016-00340 on august 18, 2016. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 25, 2016. FDA registration number. Reporting site: 1049092. Manufacturing site: 8022978.

Manufacturer narrative:
MDR 1049092-2015-00340 - 575693 follow-up report 01 h6: additional code: 3345 the quality control record for lot# 16fm0406 was reviewed by the original equipment manufacturer (OEM). There was no exceptional record found. A batch record review indicates no discrepancies. Four (4) retention samples for lot# 16fm0406 were reviewed by the OEM. The appearance of the balloon/inflation port, catheter body and valve function are normal. Complaint simulation testing on 4) retention samples were performed; no leakage or occlusion occurred when irrigating the test samples. The irrigation port tubing of the devices worked properly. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 18, 2016 FDA registration number reporting site: 1049092 manufacturing site: 8022978.